Event description:
Caller reported a malfunction on the pump, which displayed a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the same malfunction code did not recur after the reset. Customer was instructed to continue using the pump.